Event description:
It was reported that this right ventricular (rv) lead had the amplitude decreased and the threshold measurements increased. It was determined that the cause was a micro dislodgement. The lead was explanted and replaced. No additional information is available at the moment.

Event description:
It was reported that this right ventricular (rv) lead had the amplitude decreased and the threshold measurements increased. It was determined that the cause was a micro dislodgement. The lead was explanted and replaced. No additional information is available at the moment. Additional information was received stating that the device experienced failure to capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based on the instructions for use for this product, micro dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.

Event description:
It was reported that this right ventricular (rv) lead had the amplitude decreased and the threshold measurements increased. It was determined that the cause was a micro dislodgement. The lead was explanted and replaced. No additional information is available at the moment. Additional information was received stating that the device experienced failure to capture.